Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply, generator interface board, and the foot switch were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system shut down and had a blank screen during a case. The 9800 system had to be rebooted, and the procedure was completed without further incident. No patient injury was reported.